Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the device stopped working. A rep is meeting with the patient on (B)(6) 2019 to troubleshoot. The patient stated that she isn't feeling stimulation. The patient said when she woke up on (B)(6) 2019 the stimulation felt like it was sputtering and she was only feeling stimulation intermittently in different positions. Then, eventually she stopped feeling it all together. The patient said the stimulator is fully charged. The patient made an appointment with the hcp for (B)(6) 2019. No falls or trauma were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the loss of stim was that one lead had high impedances. A full system replacement took place and the issue was resolved. No further complications were reported.